Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/2/2026. H6 component code: g07002 - no device problem found. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: ¿ when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify --during use on the patient h3 investigational summary: the product was returned to ethicon suzhou for evaluation. Visual inspection was conducted on the returned device. The visual analysis of the product noted that one foil packaging , one labeled winding former and a detached needle product code vcp1493h were received for analysis. In order to evaluate the conditions of the returned sample, the swage area and hole of the needle were noted with marks by a surgical instrument and the hole was observed with suture remnant. In addition, swage area of the needle still has a piece of thread attached, the suture end was noted to be cut. Additionally, photo was provided and it showed a transparent bag containing four opened foil packages of product code vcp1493 with lot number s25070028, along with a detached needle and several dispensed suture strands. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. It was reported that the problem of pulling off suture needle happened in surgery . Total 4 products occurred needle pull off issue. Changed another one to complete the surgery. There is no report on patient's injury. The needle did not fell into the patient. Additional information was requested.